Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. During the surgery, it was observed that the original cuff was not around the urethra and was sitting lateral around some tissue. The urethra was healthy with no signs of erosion. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. The device was cycled and deactivated. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.